Event description:
While training a respiratory therapist for the nicu, I opened the container of a (never used) neofit ett holder. I was showing her how to inspect the device prior to patient application. One of the metal strips fell off as soon as I touched it. The holder does not expire until 2024, and has never been opened before. This is very concerning to us. Have you received any similar malfunction reports? I know there was a similar incident, in which a baby swallowed one of the metal clips, but understood that the neofit was not recalled. 1216677-2022-00303 neo-fit neonatal endotrac 42-2540 (B)(4).

Manufacturer narrative:
Investigation: x-no sample returned, x-review DHR , x-inspect stock product . Analysis and findings : (B)(4). Distribution history: the neo-fit neonatal endotracheal product was manufactured at csi in march of 2021. Manufacturing record review: DHR 301603 was reviewed, and no non-conformities were noted. There was a non-routine inspection conducted on product related to a previous complaint with a similar issue. No non-conformities were noted in either the standard in-process steps or under the non-routine inspection. Incoming inspection review: not applicable. Service history record: not applicable. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Previous complaints were confirmed attributing the occurrence to potential mishandling while others could not be confirmed as units were not returned. Product receipt: the product was processed for a return via RMA #339645. The product was not returned to csi as of (B)(6) 2023. Visual evaluation: a visual evaluation could not be completed as the complaint unit cannot be returned to coopersurgical. Functional evaluation: an functional evaluation could not be completed as the complaint unit cannot be returned to coopersurgical. However, units in fg were sufficient to detect a problem and relevant to this complaint. Root cause: an investigation had determined the root cause is due to a defective component that may lend itself to breaking off. The defective component was provided by the supplier and not the result of a process step. Correction and/or corrective action / *preventative action activity: although the complaint product was not evaluated the issue had been identified with existing lots at the time. A review of the process during assembly confirms the clips are of stainless steel and put in place with the use of a press specifically designed to securely hold all relevant components in place. Further review of component 005-052 revealed a defect where the corners were noted to be out of specification under a non-routine inspection. A scar was issued to the vender under ncmr-2022-09-003 which pulled all sk material to mr. Work orders 323673, 325270 & 320280 in wip were placed on hold. A sampling from 2 lots were pulled (319298 & 311690) from fg august 2022 and confirmed to have the same weak spot on the clip ends. A regulatory hold was placed on this product and an hhe was generated. Recall #1216677-10/12/2022-001-r was issued. Final disposition of product on hold to be determined under CAPA 793 which was issued to complete the investigation and corrective actions.

Event description:
While training a respiratory therapist for the nicu, I opened the container of a (never used) neofit ett holder. I was showing her how to inspect the device prior to patient application. One of the metal strips fell off as soon as I touched it. The holder does not expire until 2024, and has never been opened before. This is very concerning to us. Have you received any similar malfunction reports? I know there was a similar incident, in which a baby swallowed one of the metal clips, but understood that the neofit was not recalled. Neo-fit neonatal endotrac 42-2540 e-complaint (B)(4)

Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported conditon .